Manufacturer narrative:
(B)(4): information was not provided by the initial contact. Batch # m52z31. The analysis results found that the tlc55 instrument was received in good visual condition and with a cartridge reload loaded in the instrument. The cartridge reload was received unfired and with the swing tab in the unlocked position. The instrument was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a hemicolectomy, device was removed from package and scrub attempted to open device but was unable to open it. This device was never used. The case was completed with another device of the same product code. There were no patient consequences reported.